Event description:
It was reported that during the implant attempt, the device did not successfully convert ventricular fibrillation at maximum output. The device was not used and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.